Event description:
The user provided erroneous estradiol results for several pt serum samples. All samples were drawn in vacutainer 5 ml gold top sst tubes then aliquoted and ran in cobas sample cups. All results are in pg per ml. On (B)(6) 2009, result was 308, repeat result from this same sample tested at another site on the cobas 6000 was 29.88. The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Event description:
The user provided erroneous estradiol results for several pt serum samples. All samples were drawn in vacutainer 5 ml gold top sst tubes then aliquoted and ran in cobas sample cups. All results are in pg per ml. On (B)(6) 2009, results with unknown dilutions were 6033 and 6134. Result from this same sample tested at another site on the cobas 6000 was 4300 with a data flag. The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Event description:
The user provided erroneous estradiol results for several pt serum samples. All samples were drawn in vacutainer 5 ml gold top sst tubes then aliquoted and ran in cobas sample cups. All results are in pg per ml. On (B)(6) 2009, results were 1587, 1590, 1921 and with an unknown dilution 1902. Result from this same sample tested at another site on the cobas 6000 was 1419. The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Event description:
The user provided erroneous estradiol results for several pt serum samples. All samples were drawn in vacutainer 5 ml gold top sst tubes then aliquoted and ran in cobas sample cups. All results are in pg per ml. On (B)(6) 2009, results were: 4013, 3754 and 4797 with a 1:5 dilution. The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Event description:
The user provided erroneous estradiol results for several pt serum samples. All samples were drawn in vacutainer 5 ml gold top sst tubes then aliquoted and ran in cobas sample cups. All results are in pg per ml. On (B)(6) 2009, result was 17, repeat result from this same sample tested at another site on the cobas 6000 was 5.00 with a data flag. The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Event description:
The user provided erroneous estradiol results for several pt serum samples. All samples were drawn in vacutainer 5 ml gold top sst tubes then aliquoted and ran in cobas sample cups. All results are in pg per ml. On an unknown date, results were 4160, 5196 and 5180. The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Event description:
The user provided erroneous estradiol results for several pt serum samples. All samples were drawn in vacutainer 5 ml gold top sst tubes then aliquoted and ran in cobas sample cups. All results are in pg per ml. On (B)(6) 2009, results were: 3937, 3833, 5237 with a 1:5 dilution, 3815, 4051 with a 1:2 dilution and on an unknown date results were: 6962, and 7035. Result from this same sample tested at another site on the cobas 6000 was 4300 with a data flag. The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Event description:
The user provided erroneous estradiol results for several pt serum samples. All samples were drawn in vacutainer 5 ml gold top sst tubes then aliquoted and ran in cobas sample cups. All results are in pg per ml. On (B)(6) 2009, results were 2139, 1709, 1733 and with an unknown dilution 2193. Result from this same sample tested at another site on the cobas 6000 was 1477. The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Manufacturer narrative:
The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Manufacturer narrative:
The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Manufacturer narrative:
The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Manufacturer narrative:
The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Manufacturer narrative:
The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Manufacturer narrative:
The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Manufacturer narrative:
The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.

Manufacturer narrative:
The user stated none of the discrepant results were reported. The user refused a service visit and stated performance checks were always normal.